Manufacturer narrative:
The production identifiers of expiration date and lot number were not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a pessary, the string separated from the bladder support. She was unable to manually remove it so the next day she sought medical for removal. She reported experiencing some temporary discomfort which has resolved. She did not experience any serious adverse effects.